Event description:
It was reported that a one-link catheter extension set¿s tubing is loose and not fully solvent bonded to the male luer, which caused blood to leak from the set during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). One used actual unit was received for evaluation. Visual inspection was performed and no defects were observed. Functional testing, pressure testing, and clear passage testing were performed and the device passed successfully. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.